Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. A battery was replaced and the cpu was reconfigured. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system displayed an error message. No pt injury was reported.